Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message "re-align the patient" was confirmed during functional testing. The root cause of the reported issue was due to defective load cell 1 and was replaced to remedy the fault. Once completed, the autopulse passed the final functional testing with no issue or faults observed. The autopulse was manufactured on 08/25/2011 and therefore this issue is a characteristic of normal wear and tear for the life of the device. Device exceeded beyond expected archive review showed faults of ua02 (compression tracking error) ,ua07 (discrepancy between load 1 and load 2 too large) , ua17(max motor on time exceeded during active operation) and ua18(max motor on time exceeded during active operation) error messages. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The processor board, lcd display, top cover and one of the battery spring were replaced. The clutch plate was deburred due to a stiffness on the drive shaft. The autopulse passed the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not start compression, or unexpectedly stops compression, rescuer should revert to manual CPR, which is the standard of care. In this case, it is not clear if autopulse was started or provided any compression. Manual CPR was performed for approximately 5 mins until patient was brought (wheeled) into the emergency. Rosc was not achieved by manual CPR. The cause of death is likely to be the patient's underlying clinical condition.

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the platform was displaying an error message "re-align the patient" multiples times even though the patient was correctly aligned and on a flat surface. Per the customer manual CPR was performed approximately 5 minutes until patient was brought ( wheeled ) into the emergency . No rosc ( (return of spontaneous circulation) was achieved .the patient expired. No additional information was provided. Follow-up attempts were made to get additional information , however were unsuccessful.